Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during pumping. The customer's blood glucose (bg) level was 345 mg/dl with trace ketones and the bg level was addressed with a manual injection. Reportedly, the cartridge was used with apidra insulin. The customer successfully loaded a new cartridge to address the alarm and resumed insulin delivery.